Manufacturer narrative:
H.6. Investigation: bd was unable to perform a thorough investigation as no material number, sample, lot, or batch number were provided. DHR could not be performed and root cause is undetermined. Complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Event description:
It was reported that the unspecified bd introsyte¿ introducer needle detached from the hub. The following information was provided by the initial reporter: "it was reported via introsyte introducer survey that the clinician experienced needle of the introducer detached from the hub, and plastic tip of introducer seemed to stick / adhere to the catheter."

Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified bd introsyte¿ introducer needle detached from the hub. The following information was provided by the initial reporter: "it was reported via introsyte introducer survey that the clinician experienced needle of the introducer detached from the hub, and plastic tip of introducer seemed to stick / adhere to the catheter."